Event description:
It was reported that on (B)(6) 2012, after advancing a balance middleweight (bmw) universal guide wire to the left anterior descending (lad) coronary artery and another bmw universal guide wire to the 1st diagonal coronary artery, the mid lad was pre-dilated with an unspecified 2.5x20 balloon via inflation to 14 atmospheres (atm). A 2.75x38 rx xience xpedition stent was then advanced via radial access, onto one of the bmw guide wires, through a non-abbott guiding catheter, and was deployed at 12 atm in the mid lad. The bmw in the 1st diagonal was then difficult to withdraw as it was jailed by the stent and calcification. An unspecified 1.2x6 balloon was advanced and inflated, facilitating withdrawal of the bmw from the 1st diagonal. The entire bmw was able to be withdrawn (with the help of the balloon) with no bmw separation and no part of the bmw left in the patient vasculature. After withdrawal of the bmw, an attempt was made to cross through the rx xience prime stent in the mid lad using unspecified balloons to perform routine post-dilatation, however, each balloon was unable to cross through the stent. Stentboost imaging revealed compression/destructuring of the initial portion of the stent caused by the balloon inflation performed in the 1st diagonal during the assisted withdrawal of the bmw. Another bmw was then advanced in the mid lad followed by post-dilatation of the mid lad 2.75x38 rx xience xpedition stent using progressively larger unspecified balloons.

Manufacturer narrative:
(B)(4). The balance middleweight guide wire mentioned is being filed under a separate manufacturer report number. A 3.25x15 rx xience xpedition stent was then deployed at 12 atm in the mid lad overlapping the proximal end of the 2.75x38 rx xience xpedition stent, followed by routine post-dilatation across both stents with a satisfactory final patient outcome. An angiography performed 7 months later revealed good result. There were no adverse patient sequelae, however, the procedural issues caused a clinically significant delay. No additional information was provided. Concomitant medical products: guide wire: balance middleweight (2), guide catheter: 6f ebu 3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer noted diffuse disease in the mid left anterior descending (lad). Guide wires are positioned in the lad and 1st diagonal and a stent is being deployed in the mid lad. A stent shadow shows proximal strut flare and compression. An additional stent is deployed proximal to the initial stent. The reviewer concluded the images are consistent with the incident description. Based on the information reviewed, there is no indication of a product deficiency.